Event description:
It was observed during central processing that the fenestrated bipolar forceps instrument had a frayed cable at the distal end of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument with frayed wire was confirmed. Instrument was found with frayed cable at distal idler pulley. Frayed cable section is approximately 0.02 in length. No damage was found on pulley or the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.